Event description:
Patient had a dobbhoff tube placed on day shift. Placement was checked with air and afterwards placement was confirmed by means of an abdominal x-ray. After results were received, day shift nurse tried to pull out stylet and was unable to remove. Several nurses tried to remove the stylet but were unable to do so. The tube was removed and another tube was placed.